Manufacturer narrative:
One sample of 007/522/109 inner cannula - uniperc, 9 mm and one sample of 007/842/090cz tube and flange assembly, cuffed, uniperc, 9 mm were received in plastic bag for investigation without its original packaging . Under initial visual inspection the sample appeared to be in good condition. Then the sample was submerged in water and the tracheostomy tube cuff was inflated using a syringe filled with air. No leaking was observed. During the manufacturing process the uniperc devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. After 12 hour period the cuff was still fully inflated.

Event description:
It was reported that the cuff could not maintain enough pressure for ventilation. In addition, removal was made difficult due to the cuff not deflating. Attempts to inflate/deflate with a syringe resulted only in inflating/deflating the blue pillow. There was no air entry or exit from the cuff. The initial reporter stated that there was a query valve malfunction. The aforementioned issues occurred 13 hours after the tracheostomy tube was placed. The initial reporter also noted that there was "potential trauma caused to trachea, but this was not observable." An investigation was performed into the incident above by the facility. The investigation was unable to confirm the complaint.